Event description:
It was reported the insulin pump was alarming button error. Customer was unable to clear the alarm. Customer stated the device alarmed during normal use. Customer's blood glucose was 11mmol/l. Customer reported maybe the device was exposed to sweat, since customer was at the gym. No damage or cracks noted on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked battery tube threads and broken reservoir tube lip.